Event description:
The customer obtained multiple, non-reproducible, lower than expected vitros phbr quality control results using a vitros 5600 integrated system. Qc fluid lot biorad 3 = 33.9 vs. Expected result = 52.88 ng/ml; qc fluid lot g1647 = 7.8, 8.1, 8.2 vs. Expected result = 11.89 ng/ml; qc fluid lot q2098 = 48.0, 48.0, 49.0 vs. An expected result= 63.57 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run for vitros phbr during the time frame of the event. There was no report of patient harm as a result of this event. This report is number three of seven MDR's for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, lower than expected vitros phbr quality control results were predicted while using the vitros 5600 integrated system. The investigation concludes that the affected results were associated with the use of an atypical phbr calibration. The specific cause of the atypical calibration is unknown. However, a reagent related issue cannot be ruled out as a contributing factor. Expected vitros phbr quality control results were obtained upon recalibrating the same reagent lot. There is no evidence that an instrument related issue contributed to the event. No service actions were performed. Additional investigation by ocd regarding vitros phbr reagent is ongoing.